Manufacturer narrative:
(B)(4). Medical devices: stent: 4.0 x 19 mm graftmaster, ventricular assist device: impella . The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The reported patient effects of death and hypotension as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that after atherectomy was performed on the highly calcified, moderately tortuous left circumflex (lcx) a perforation was observed from the proximal lcx to the proximal left anterior descending artery. Due to the length of the perforation two graftmaster stents were planned for treatment. A 4.0 x 19 mm graftmaster stent delivery system was advanced and the stent placed successfully. An attempt was made to cross with a 3.5 x 19 mm graftmaster stent delivery system; however, it failed to cross. At this point the patient began coding and was unconscious with her blood pressure rapidly dropping. The patient expired from cardiogenic shock due to complications of the perforation. No additional information was provided.